Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist remoted into the cabinet and inspected all drawers and zones; no issues were identified, then had the user attempt to issue the medication again, and the drawer opened normally. The tss informed that the most likely cause of the earlier drawer opening failure was a known issue in which the cabinet timed out when the user took too long to obtain a witness but did not fully log out, or when the user selected the exit button without completing a full logout. In both scenarios, logging out and back in resolved the issue. After the user was logged out and back in, they were able to dispense the medication successfully. No system issues were observed during the remote session. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.